Manufacturer narrative:
This report is based solely on the information provided by the customer. Communication with the customer confirmed the issue was not with the posey part 8283 and possible cause is due to the facility mattress surface. The product lot number was not provided, therefore the device history review could not be performed. A review of the complaint database revealed only one other event similar to the reported issue but product was not returned in this instance, therefore, root cause could not be determined. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Ensure all parts of the system are operational before leaving patient unattended. The IFU application instructions states; place bottom sheet over sensor pad. If needed, use an incontinence pad to protect sensor pad from urine or other liquids. Sensor pad may fail if liquid enters at neck of sensor pad. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Tidi representatives reported 8283 could possibly be causing pressure sores on patients. Nothing determined is happening but customers investigattion continues. Per customer: I also have a pressure mapping device being sent over from reading to test it on our mattress with your device. No lot#. Customer has been using 8283 for a long time. Usage is over 5000 for the previous year. 9/5 team call w/ customer: at the end of our call, they are going to investigate their mattress surfaces more to determine if that is the cause of their issues.